Event description:
An unk size rx coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. Lesion morphology was not reported. It is unk if the lesion was pre-dilated. It was reported in a journal article that two stents were implanted and that one had fractured. No further details have been obtained.

Manufacturer narrative:
Evaluation codes, results: other (lack of information).